Event description:
The customer reported via phone call that there were cracks around the battery cap, which led to pump/motor failure.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected off no power alarm was noted. The pump had cracked battery tube threads and a cracked reservoir tube lip.